Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Additional event of "intracapsular fluid collection." The device has been explanted.

Manufacturer narrative:
Additional/changed and/or corrected data: h.6.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Additional event of "intracapsular fluid collection." The device has been explanted.

Manufacturer narrative:
(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.